Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported that the patient received an elective replacement indicator (eri). The patient controller displayed the "replace generator" message, which was confirmed by the field representative. It is displaying earlier than expected. The patient plans to undergo surgical intervention.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2019 where the ipg was explanted and replaced. Issue resolved.